Manufacturer narrative:
Blocks b5, d1, d4, g4 (premarket / 510(k) #) have been updated with the additional information received on july 7, 2024. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Block h11: correction to the initial MDR in blocks b1, b2 (outcomes attrib to adv event), g1, h1, h6 (impact codes).

Event description:
Note: this report pertains to one of two devices used in the same patient. Refer to manufacturer report # 3005099803-2024-03272 and 3005099803-2024-02889 for the associated device information. It was reported to boston scientific corporation that an agile esophageal partially covered stent was implanted to treat esophageal cancer during a stent placement procedure performed on an unknown date. On (B)(6) 2024, post-stent placement, tumor ingrowth was noted on the uncovered portion of the stent (the subject of this report). Subsequently, another agile esophageal partially covered stent (the subject of MFR. Report # 3005099803-2024-02889) was then deployed; however, upon removing the delivery system, the stent along with the delivery system came out of the patient's mouth. The procedure was completed with a third agile esophageal stent. There were no patient complications reported as a result of this event. Additional information received on july 7, 2024. The agile esophageal stent (the subject of this report) remained implanted, and a fully covered stent was placed overtop to address the tissue ingrowth.

Manufacturer narrative:
Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device.

Event description:
Note: this report pertains to one of two devices used in the same patient. Refer to manufacturer report # 3005099803-2024-03272 and 3005099803-2024-02889 for the associated device information. It was reported to boston scientific corporation that an agile esophageal partially covered stent was implanted to treat esophageal cancer during a stent placement procedure performed on an unknown date. On (B)(6) 2024, post-stent placement, tumor ingrowth was noted on the uncovered portion of the stent (the subject of this report). Subsequently, another agile esophageal partially covered stent (the subject of MFR. Report # 3005099803-2024-02889) was then deployed; however, upon removing the delivery system, the stent along with the delivery system came out of the patient's mouth. The procedure was completed with a third agile esophageal stent. There were no patient complications reported as a result of this event.